Manufacturer narrative:
The returned segments of the explanted graft were evaluated by co's consulting pathologist. A copy of that report is attached. Note: since the batch number is unknown, a review of the batch records for the device is not possible. Segments of a well-healed vascular graft with no loss of integrity are identified in containers #1 and #2. A dense collagenous pseudointima is present on the luminal surface and fibrosis with collagen and fibroblasts and a foreign body reaction with macrophages and foreign body giant cells are seen within the interstices of the vascular graft. A dense fibrous capsule is present on the outer (periadventitial) surface. Containers #3 and #4, identified as "guideline torn" and "beginning of tear", respectively, show the loss of integrity of the vascular graft. Focal areas of the graft have been replaced by a dense fibroconnective tissue scar with protein deposition on the luminal surface. In these areas, isolated, single fibers are present within the dense fibroconnective tissue scar.

Event description:
Graft implanted on 11/26/84 as an ascending-abdominal aortic bypass for an atypical aortic coarctation. On 3/10/86, a dsa showed no sign of graft dilatation. In 10/96 abdominal echo showed graft dilatation. On 1/13/97, surgery was perfomed to correct the dilatation and a guideline tear was found approx 4 to 5cm from both proximal and distal anastomoses. In addition, a pseudoaneurysm of approx 8cm maximum was found. The graft was explanted and replaced with another graft. The pt is reported to be doing well.